Event description:
Home pt reported leak in the bloodline tubing found 3 hrs into treatment. Pt was taken to hosp and admin 3 units of prbc. Investigation of this issue by facility staff and medsystems' evaluation of the returned bloodline sample and product case indicates that the shopping case and the enclosed bloodlines sustained damage that ripped open one side of the box and damaged the bloodline pouches and tubing inside. The tracks are visible on the box indicating that box was run over by a vehicle. The home pt used the lines even though this damage was evident. This is considered to be a user error.